Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes >2500 ohms impedance, noise on lead, phantom r waves and possible fluid in the connector header.